Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was an occlusion on the short lumen of peripherally inserted central catheter (PICC) line. The nurse attempted to flush it with tko syringe. Initially resistance was noticed, then a leak was noted from the catheter under the dressing.